Manufacturer narrative:
All available patient information has been included. No additional patient details are available. The field service representative (fsr) performed extensive troubleshooting to resolve the issue. During that troubleshooting the fsr observed build up/and or clogging/obstruction in the 1ml syringe. The 1ml syringe was replaced and deemed the cause for the discrepant sodium results. The module function was verified with a control run. A review of the alinity c, serial # ac04678 service history found no additional issues of discrepant sodium results reported on the alinity c ac04678 with regards to the 1ml syringe. Trending review did not identify any trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one patient. The following data was provided (normal range 137-147 mmol/l): sid (B)(6) initial 183 mmol/l, repeated 135 mmol/l. No impact to patient management was reported.